Event description:
Pb 840 ventilator went inoperative and stopped ventilating patient. Device alert displayed on screen and alarm sounded. Patient experienced a desaturation event to 39% and heart rate dropped to 68. Patient ventilated via ambu bag and recovered. Ventilator taken out of service and replaced with functional ventilator. Ventilator taken to biomed for evaluation.